Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred on the homechoice device during an unspecified step of peritoneal dialysis therapy. The home patient (hp) stated that they then disconnected. During follow-up, the hp stated that they could not remember what the exact system error was. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and an evaluation was not completed. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The cause of the event was not determined. Should additional relevant information become available, a supplemental report will be submitted.